Event description:
It was reported the patient presented in clinic for follow up. A chest x-ray was performed and it was determined that the atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.